Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 320cc mentor memorygel breast implant prostheses and experienced bilateral breast pain and left-sided rupture postoperatively. Initially, the patient felt discomfort in her left breast and had a consultation with a healthcare professional. Ultrasound performed in (B)(6) 2020 indicated the left-sided rupture. As a result, the patient is scheduled to undergo bilateral removal without replacement on (B)(6) 2020. This report is for the left-sided prosthesis.